Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and revealed the following: blood was visible inside of the balloon, indicating a leak, a leak was observed on the inflation balloon when trying to inflate the balloon. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the evaluation of the imagery provided. The presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, the procedure was successful, but when the delivery system was removed, some blood was observed in the syringe. "They performed an inflation, and it was observed that the balloon had a hole." Per evaluation of the provided imagery, blood was observed inside the balloon, which could be indicative for a balloon leak. In addition, imagery revealed a balloon leak when flushing the commander delivery system. As there were no abnormalities or leakage observed on the delivery system during device preparation and de-airing, it is likely that the leak was caused during the procedure. Also, it was reported that "as per medical opinion, the balloon could be damaged by a chunk of calcium at the sinotubular junction", therefore, there was the presence of calcification at the sinotubular junction. Calcification along the patient anatomy can create sharp nodules that can puncture and compromise the structure of the balloon wall, leading to leakage during inflation. It is possible that the balloon may have become damaged during tracking due to interaction with calcium in the patient's vasculature, which subsequently resulted in the reported balloon leakage. In this case, available information suggests that patient factors (calcification) may have contributed to the complaint event. However, a conclusive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra resilia valve via a transfemoral approach, the procedure was initially successful. However, upon removal of the delivery system, blood was noticed in the syringe. Further inflation revealed a hole in the balloon. A review of the images confirmed a leak in the inflation balloon during the inflation attempt. According to medical opinion, the balloon could have been damaged by a chunk of calcium at the sinotubular junction. As per medical opinion the balloon could be damaged by a chunk of calcium at the sinotubular junction.